Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level over 400 mg/dl. The customer performed a glucagon injection to address the issue, and upon arrival at the ER, received intravenous fluids of saline and insulin that resolved the problem. The pump was checked and found to be functioning correctly, with no permanent damage identified. The customer was released from the ER on the same day.